Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm due to a dual disconnection of the power leads was confirmed via the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2020 per time stamp). A no external power alarm activated due to a dual disconnection of the power leads from the mpu on (B)(6) 2020 between 09:38:21 ¿ 09:3829. The alarm cleared when a power lead was reconnected. The backup battery provided power to the system during this event. Pump operation was not affected. Additional provided information communicated on 02jul2020 indicated that the system controller would not be returning. The root cause for the reported event was unable to be conclusively determined through this analysis; however, it appears consistent with a dual disconnection of the power leads. The device history records were reviewed and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number #2916596-2020-03244. It was reported that the patient's batteries were prematurely drained after connecting to them, even after he replaced it with a fully charged battery. When patient connected to mpu instead, it shorted out. Power disconnect alarm occurred. Patient's controller was exchanged on (B)(6) 2020. Patient had some lightheadedness during exchange but recovered quickly. Pump numbers after controller exchange were within normal range, and there were no further alarms after exchange. Patient received a replacement backup controller and new mpu. There was no visual evidence of broken pins on the controller side or the patient power cable/mpu. Batteries and clips were intact as well. Log file confirmed low voltage events and a no external power event as result of black and white power leads disconnecting.